Event description:
An ocd lab specialist reported one potentially false negative result for anti-hbc at a customer's site. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.